Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and reservoir had leak. The customer¿s blood glucose was 33.3 mmol/l. Customer was assisted with troubleshooting. The customer stated that location of leak was o-ring. Customer stated that the leak was past 2nd o-ring. Customer stated there was not an air bubble in the reservoir. The device will not be returned for analysis.